Event description:
This is a spontaneous case report received from a lawyer/attorney in the united states, on behalf of a female plaintiff of unspecified age in united states on 10-aug-2016 who had essure (fallopian tube occlusion insert) inserted in (B)(6) 2015 for permanent birth control. Sometime following to the implant, plaintiff began to experience symptoms that included, but were not limited to, incontinence, dysuria, painful bloating, irregular and painful menses, heavy bleeding, frequent bouts of bacterial vaginosis, weight gain, loss of libido, sharp stabbing pelvic pains, wood swings (as reported - interpreted as mood swings), discharge, hot flashes, painful intercourse, and back pain. She also began to experience a twisting pain in her fallopian tubes. Plaintiff's pain continued and on (B)(6) 2015 plaintiff underwent a surgery to remove her uterus through a hysterectomy and bilateral salpingectomy procedure. Company causality comment: this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pains and heavy bleeding. She underwent a hysterectomy and bilateral salpingectomy procedure. Outcome was not reported. Both events are listed in the reference safety information for essure. After essure insertion, abdominal/back/pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, the events occurred after essure insertion. Even though the repeated bouts of bacterial vaginosis could alternatively explain the pelvic pains, considering the nature of the event, a causal relationship with essure cannot be excluded. Considering its nature, a causal relationship between heavy bleeding and essure cannot be excluded. Additionally, non serious events were reported. This case was regarded as incident, since surgical removal of devices was required. A product technical analysis is being sought. Further information will be obtained through the litigation process.

Manufacturer narrative:
Spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left side"), pelvic pain ("sharp stabbing pelvic pains"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in a 40-year-old female patient who had essure (batch no. C08464-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oral contraceptive from 1996 to 2015, body mass index normal, multigravida, live birth in 1996, miscarriage in 1995, headache, abortion, vaginitis, vaginal burning sensation, vaginal discharge, vaginal discomfort, genital rash, irritable bowel syndrome, shoulder operation in 2010, shoulder operation in 2014, chronic diarrhea, exacerbation of disease, anxiety, hair loss and concentration loss. She uses alcohol- yes(1-2 glasses), caffeine: occasional. Concurrent conditions included hypertension, irritable bowel syndrome, nonsmoker, squamous cell carcinoma of skin well differentiated, dysfunctional uterine bleeding, pap smear abnormal, nausea, emesis, cervix inflammation, breast carcinoma since (B)(6) 2016 and vulvodynia. Family history included diabetes mellitus (paternal grandmother) and hypertension. Concomitant products included bupropion (wellbutrin) since 2013, buspirone hydrochloride (buspar) since 2013, buspirone since 2013 and losartan from 2005 to 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced genital haemorrhage (seriousness criterion medically significant), dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), weight increased ("weight gain"), mood swings ("hormonal changes describe:mood swings"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), depression ("depression"), feeling abnormal ("brain fog"), alopecia ("hair loss"), fatigue ("fatigue") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). In (B)(6) 2015, the patient experienced abdominal pain ("painful bloating/pain (abdomen) (before that period-periodically) (moderate to severe)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, loss of libido ("loss of libido"), hot flush ("hot flashes"), back pain ("back pain"), adnexa uteri pain ("twisting pain in her fallopian tubes"), anxiety ("anxiety"), cervical dysplasia ("reproductive system disorder or condition type of disorder or condition: abnormal pap and precancerous cells"), smear cervix abnormal ("abnormal pap") and precancerous cells present ("precancerous cells"). The patient was treated with surgery (essure was removed with robotic hysterectomy with bilateral salpingectomy).essure was removed on (B)(6) 2015. In 2015, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved. At the time of the report, the device dislocation, dysfunctional uterine bleeding, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, vaginal haemorrhage, menorrhagia, anxiety, cervical dysplasia, feeling abnormal, fatigue, smear cervix abnormal, female sexual dysfunction and precancerous cells present outcome was unknown, the dyspareunia and alopecia had resolved and the depression had not resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, bacterial vaginosis, cervical dysplasia, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, mood swings, pelvic pain, precancerous cells present, smear cervix abnormal, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: performed 3 coils visible on right and 4 coils visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Hysterosalpingogram - on (B)(6) 2015: total bilateral occlusion smear cervix - on an unknown date: abnormal pap resulte in precancerus cells on (B)(6) 2015, catheter balloon test was done for essure placement whcih revealed total bilateral occlusion, essure placed properly. Contiguous axial images were obtained from base of skull to the vertex: impression ¿ negative noncontrast head CT. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dysfunctional uterine bleeding confirming the earlier event genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 30-aug-2018: plaintiff fact sheet: event precancerous cells was added. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left side"), pelvic pain ("sharp stabbing pelvic pains") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. C08464) inserted for female sterilization. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oral contraceptive from 1996 to 2015, body mass index normal, multigravida, live birth in 1996 and miscarriage in 1995. Concurrent conditions included hypertension and irritable bowel syndrome. Concomitant products included bupropion (wellbutrin) since 2013, buspirone hydrochloride (buspar) since 2013, buspirone since 2013 and losartan from 2005 to 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), weight increased ("weight gain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced abdominal pain ("painful bloating/pain (abdomen) (before that period-periodically) (moderate to severe)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, loss of libido ("loss of libido"), hot flush ("hot flashes"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), back pain ("back pain"), adnexa uteri pain ("twisting pain in her fallopian tubes"), depression ("depression"), anxiety ("anxiety"), cervical dysplasia ("reproductive system disorder or condition type of disorder or condition: abnormal pap and precancerous cells"), feeling abnormal ("brain fog"), smear cervix abnormal ("abnormal pap") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (essure was removed with hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. In 2015, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved. At the time of the report, the device dislocation, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, vaginal haemorrhage, menorrhagia, depression, anxiety, cervical dysplasia, feeling abnormal, fatigue, smear cervix abnormal and female sexual dysfunction outcome was unknown and the dyspareunia and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, bacterial vaginosis, cervical dysplasia, depression, device dislocation, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, mood swings, pelvic pain, smear cervix abnormal, vaginal haemorrhage and weight increased to be related to essure. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Smear cervix - on an unknown date: abnormal pap resulte in precancerus cells on (B)(6) 2015, catheter balloon test was done for essure placement whcih revealed total bilateral occlusion, essure placed properly. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 23-jan-2018: new events added- migration of essure device location of device: left side, abnormal bleeding (vaginal), menorrhagia, depression, anxiety, reproductive system disorder or condition type of disorder or condition: abnormal pap, precancerous cells, brain fog, hair loss, apareunia (inability to have sexual intercourse) and fatigue. Historical conditions, historical drugs, concomitant conditions and concomitant drugs added. Essure legal manufacture has changed from bayer healthcare, llc, milpitas to bayer pharma ag, berlin, and this report is being submitted as a follow up to a previous report submitted under the former legal manufacturer. Report type ¿initial¿ indicates here initial submission by the new legal manufacturer only. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left side"), pelvic pain ("sharp stabbing pelvic pains"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in a (B)(6) year-old female patient who had essure (batch no. C08464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oral contraceptive from 1996 to 2015, body mass index normal, multigravida, live birth in 1996, miscarriage in 1995, headache, abortion, vaginitis, vaginal burning sensation, vaginal discharge, vaginal discomfort, genital rash, irritable bowel syndrome, shoulder operation in 2010, shoulder operation in 2014, chronic diarrhea, exacerbation of disease, anxiety, hair loss and concentration loss. She uses alcohol- yes(1-2 glasses), caffeine: occasional. Concurrent conditions included hypertension, irritable bowel syndrome, nonsmoker, squamous cell carcinoma of skin well differentiated, dysfunctional uterine bleeding, pap smear abnormal, nausea, emesis, cervix inflammation and breast carcinoma since (B)(6) 2016. Family history included diabetes mellitus (paternal grandmother) and hypertension. Concomitant products included bupropion (wellbutrin) since 2013, buspirone hydrochloride (buspar) since 2013, buspirone since 2013 and losartan from 2005 to 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), weight increased ("weight gain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced abdominal pain ("painful bloating/pain (abdomen) (before that period-periodically) (moderate to severe)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, loss of libido ("loss of libido"), hot flush ("hot flashes"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), back pain ("back pain"), adnexa uteri pain ("twisting pain in her fallopian tubes"), depression ("depression"), anxiety ("anxiety"), cervical dysplasia ("reproductive system disorder or condition type of disorder or condition: abnormal pap and precancerous cells"), feeling abnormal ("brain fog"), smear cervix abnormal ("abnormal pap") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (essure was removed with robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved. At the time of the report, the device dislocation, dysfunctional uterine bleeding, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, vaginal haemorrhage, menorrhagia, depression, anxiety, cervical dysplasia, feeling abnormal, fatigue, smear cervix abnormal and female sexual dysfunction outcome was unknown and the dyspareunia and alopecia had resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, bacterial vaginosis, cervical dysplasia, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, mood swings, pelvic pain, smear cervix abnormal, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: performed 3 coils visible on right and 4 coils visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Smear cervix - on an unknown date: abnormal pap resulte in precancerus cells on (B)(6) 2015, catheter balloon test was done for essure placement whcih revealed total bilateral occlusion, essure placed properly. Contiguous axial images were obtained from base of skull to the vertex: impression ¿ negative noncontrast head CT. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dysfunctional uterine bleeding confirming the earlier event genital haemorrhage. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 24-jan-2018: medical record received. Case became medically confirmed. Concomitant condition & drug added. Historical condition & drug are added. Lab data updated. Product, patient & reporter information updated. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left side"), pelvic pain ("sharp stabbing pelvic pains"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in a 40-year-old female patient who had essure (batch no. C08464) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oral contraceptive from 1996 to 2015, body mass index normal, multigravida, live birth in 1996, miscarriage in 1995, headache, abortion, vaginitis, vaginal burning sensation, vaginal discharge, vaginal discomfort, genital rash, irritable bowel syndrome, shoulder operation in 2010, shoulder operation in 2014, chronic diarrhea, exacerbation of disease, anxiety, hair loss and concentration loss. She uses alcohol- yes(1-2 glasses), caffeine: occasional. Concurrent conditions included hypertension, irritable bowel syndrome, nonsmoker, squamous cell carcinoma of skin well differentiated, dysfunctional uterine bleeding, pap smear abnormal, nausea, emesis, cervix inflammation and breast carcinoma since (B)(6) 2016. Family history included diabetes mellitus (paternal grandmother) and hypertension. Concomitant products included bupropion (wellbutrin) since 2013, buspirone hydrochloride (buspar) since 2013, buspirone since 2013 and losartan from 2005 to 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), weight increased ("weight gain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced abdominal pain ("painful bloating/pain (abdomen) (before that period-periodically) (moderate to severe)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, loss of libido ("loss of libido"), hot flush ("hot flashes"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), back pain ("back pain"), adnexa uteri pain ("twisting pain in her fallopian tubes"), depression ("depression"), anxiety ("anxiety"), cervical dysplasia ("reproductive system disorder or condition type of disorder or condition: abnormal pap and precancerous cells"), feeling abnormal ("brain fog"), smear cervix abnormal ("abnormal pap") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (essure was removed with robotic hysterectomy with bilateral salpingectomy) and surgery. Essure was removed on (B)(6) 2015. In 2015, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved. At the time of the report, the device dislocation, dysfunctional uterine bleeding, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, vaginal haemorrhage, menorrhagia, anxiety, cervical dysplasia, feeling abnormal, fatigue, smear cervix abnormal and female sexual dysfunction outcome was unknown, the dyspareunia and alopecia had resolved and the depression had not resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, bacterial vaginosis, cervical dysplasia, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, mood swings, pelvic pain, smear cervix abnormal, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: performed 3 coils visible on right and 4 coils visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Smear cervix - on an unknown date: abnormal pap result in precancerous cells on (B)(6) 2015, catheter balloon test was done for essure placement which revealed total bilateral occlusion, essure placed properly. Contiguous axial images were obtained from base of skull to the vertex: impression ¿ negative noncontrast head CT. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dysfunctional uterine bleeding confirming the earlier event genital haemorrhage. Quality-safety evaluation of ptc: no sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Most recent follow-up information incorporated above includes: on 4-may-2018: plaintiff fact sheet, new reporter and event depression outcome were provided. Incident: at the time of reporting, there is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Ntaneous case was reported by a lawyer and describes the occurrence of device dislocation ("migration of essure device location of device: left side"), pelvic pain ("sharp stabbing pelvic pains"), dysfunctional uterine bleeding ("dysfunctional uterine bleeding") and genital haemorrhage ("heavy bleeding/abnormal bleeding") in a 40-year-old female patient who had essure (batch no. C08464-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's past medical history included oral contraceptive from 1996 to 2015, body mass index normal, multigravida, live birth in 1996, miscarriage in 1995, headache, abortion, vaginitis, vaginal burning sensation, vaginal discharge, vaginal discomfort, genital rash, irritable bowel syndrome, shoulder operation in 2010, shoulder operation in 2014, chronic diarrhea, exacerbation of disease, anxiety, hair loss and concentration loss. She uses alcohol- yes(1-2 glasses), caffeine: occasional. Concurrent conditions included hypertension, irritable bowel syndrome, nonsmoker, squamous cell carcinoma of skin well differentiated, dysfunctional uterine bleeding, pap smear abnormal, nausea, emesis, cervix inflammation and breast carcinoma since (B)(6) 2016. Family history included diabetes mellitus (paternal grandmother) and hypertension. Concomitant products included bupropion (wellbutrin) since 2013, buspirone hydrochloride (buspar) since 2013, buspirone since 2013 and losartan from 2005 to 2016. On (B)(6) 2015, the patient had essure inserted. In (B)(6) 2015, the patient experienced dysmenorrhoea ("irregular and painful menses/dysmenorrhea (cramping)"), weight increased ("weight gain"), mood swings ("mood swings"), vaginal haemorrhage ("abnormal bleeding (vaginal)"), menorrhagia ("menorrhagia"), alopecia ("hair loss") and fatigue ("fatigue"). In (B)(6) 2015, the patient experienced abdominal pain ("painful bloating/pain (abdomen) (before that period-periodically) (moderate to severe)"). On an unknown date, the patient experienced device dislocation (seriousness criteria medically significant and intervention required), pelvic pain (seriousness criteria medically significant and intervention required), dysfunctional uterine bleeding (seriousness criterion medically significant), genital haemorrhage (seriousness criterion medically significant), incontinence ("incontinence"), dysuria ("dysuria"), abdominal distension ("painful bloating"), menstruation irregular ("irregular and painful menses"), bacterial vaginosis ("frequent bouts of bacterial vaginosis") with vaginal discharge, loss of libido ("loss of libido"), hot flush ("hot flashes"), dyspareunia ("painful intercourse/dyspareunia (painful sexual intercourse)"), back pain ("back pain"), adnexa uteri pain ("twisting pain in her fallopian tubes"), depression ("depression"), anxiety ("anxiety"), cervical dysplasia ("reproductive system disorder or condition type of disorder or condition: abnormal pap and precancerous cells"), feeling abnormal ("brain fog"), smear cervix abnormal ("abnormal pap") and female sexual dysfunction ("apareunia (inability to have sexual intercourse)"). The patient was treated with surgery (essure was removed with robotic hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2015. In 2015, the pelvic pain, genital haemorrhage and dysmenorrhoea had resolved. At the time of the report, the device dislocation, dysfunctional uterine bleeding, incontinence, dysuria, abdominal distension, abdominal pain, menstruation irregular, bacterial vaginosis, weight increased, loss of libido, mood swings, hot flush, back pain, adnexa uteri pain, vaginal haemorrhage, menorrhagia, anxiety, cervical dysplasia, feeling abnormal, fatigue, smear cervix abnormal and female sexual dysfunction outcome was unknown, the dyspareunia and alopecia had resolved and the depression had not resolved. The reporter considered abdominal distension, abdominal pain, adnexa uteri pain, alopecia, anxiety, back pain, bacterial vaginosis, cervical dysplasia, depression, device dislocation, dysfunctional uterine bleeding, dysmenorrhoea, dyspareunia, dysuria, fatigue, feeling abnormal, female sexual dysfunction, genital haemorrhage, hot flush, incontinence, loss of libido, menorrhagia, menstruation irregular, mood swings, pelvic pain, smear cervix abnormal, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: performed 3 coils visible on right and 4 coils visible on left. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 22 kg/sqm. Smear cervix - on an unknown date: abnormal pap resulte in precancerus cells on (B)(6) 2015, catheter balloon test was done for essure placement whcih revealed total bilateral occlusion, essure placed properly. Contiguous axial images were obtained from base of skull to the vertex: impression ¿ negative noncontrast head CT. Concerning the injuries reported in this case, the following one was described in patient¿s medical records: dysfunctional uterine bleeding confirming the earlier event genital haemorrhage. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 25-jul-2018: quality safety evaluation of product technical complain. Incident no valid lot number or sample available for investigation. There is no evidence that a device-related defect or malfunction caused a death or serious injury. If additional information becomes available it will be provided on a supplemental report.

Manufacturer narrative:
Follow-up received on 15-sep-2016: quality-safety evaluation: this adverse event report is related to a product technical complaint. The bayer reference number for the ptc report is (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record and thus are unable to confirm any quality defect or device malfunction at this time. Although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical events cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment this spontaneous case report refers to a female consumer of unspecified age who had essure (fallopian tube occlusion insert) inserted and experienced sharp stabbing pelvic pains and heavy bleeding. She underwent a hysterectomy and bilateral salpingectomy procedure. Outcome was not reported. Both events are listed in the reference safety information for essure. After essure insertion, abdominal/back/pelvic pain and abnormal genital bleeding/menses pattern changes may occur. In this particular case, the events occurred after essure insertion. Even though the repeated bouts of bacterial vaginosis could alternatively explain the pelvic pains, considering the nature of the event, a causal relationship with essure cannot be excluded. Considering its nature, a causal relationship between heavy bleeding and essure cannot be excluded. Additionally, non serious events were reported. This case was regarded as incident, since surgical removal of devices was required. A product technical analysis was performed with neither complaint sample nor valid lot number. Thus, a product quality defect could not be confirmed but is considered plausible as it cannot be totally excluded. However, the reported medical events are not indicative of a quality deficit per se. No active follow-up is allowed and further information is expected only through litigation process..